Event description:
It was reported that the patient presented for a follow-up in clinic. Upon examination, it was noted that the right ventricular lead exhibited low r waves amplitude and high capture threshold. The lead was repositioned. The patient was stable in condition.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the right ventricular lead exhibited failure to capture and the lead was repositioned on (B)(6) 2022.

Manufacturer narrative:
The reported events of r-wave amp variation and unacceptable threshold were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
New information received notes that the lead was removed on (B)(6) 2024. No adverse patient consequences were reported.

Manufacturer narrative:
The reported events of r-wave amp variation and unacceptable threshold were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
New information received notes that the previously repositioned lead was removed and replaced on (B)(6) 2024. No adverse patient consequences were reported.